Event description:
It was reported that the display on the insulin pump was blank and the battery compartment felt hot. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display, puncturing the isolation tape and making contact to the positive side of the battery tube.